Event description:
Meter name: fasttake. Strip name: fast strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: frequent urination. A patient reported their blood sugar went up because they could not use the meter. Their meter allegedly had no power. The result on their meter: 408. Treatment was: adjusted insulin based on the way they feel. No further information has been reported.